Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has passed away in a hospital. The cause of death was liver, kidney, and pulmonary failures. There was swelling in the customer's legs. This has been going on for months; it started at his feet, went up to his lungs, then to his groin area. The customer had lung and kidney failures. The caller stated that on (B)(6) 2014, the customer went to lie down and then all the fluids in his legs rushed to his lungs. He was taken to the hospital, had seizures, went into coma and was taken off life support on (B)(6) 2014. He had a stroke. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. He was off the device three days prior to passing due to illness. The customer was wearing a sensor at the time of death. The insulin pump information was not verified at the time of the phone call. The device information used on this report is the last known insulin pump that was issued to the decedent